Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 130.6020 and froze up during pm. There was no patient involvement.

Event description:
It was reported that the device had error code 130.6020 and froze up during pm. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event of "error code 130.6020" was confirmed through logs and laboratory tests and attributed to a faulty logic board. An external and internal inspection was carried out, and it was observed that the logic board was defective. All other components were observed in good condition and showed no issues. The pcu (s/n (B)(6)), equipped with a logic board in good condition from the dchu facilities, successfully passed all preventive maintenance (pm) tests in alaris system maintenance (asm) v12.5.a review of the suspect pcu¿s logs was conducted, revealing that on the date mentioned by the facility (april 21, 2025), the 'error code 130.6020' event was reported and recorded at 10:38 pm. However, no record was found of any infusion being performed on that date system error tip sheet: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the faulty logic board. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.